Event description:
A cardiac science powerheart AED was placed on a conscious male pt, who was complaining of chest discomfort and a rapid pulse. After the AED was placed on the patient and turned on, the AED advised that a shock was indicated. Even though the patient was still conscious and had a pulse, the AED operator pushed the button to administer a shock, and the AED delivered a shock at 198 joules biphasic. Current public access defibrillation training only allows an AED be placed on a patient, when the patient is unconscious and in cardiac arrest.